Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose was 400mg/dl due to loose cartridge cap and loss of prime. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they disregarded the insulin on board (iob) reading of three units and took the full bolus and their bg dropped to 30mg/dl. The patient stated that they were very sleepy and unwell. This report is being made due to the patient¿s hypoglycemic event that resulted from patient disregarding the iob calculation and taking full bolus.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2016 with the following findings: a delivery accuracy test was performed with no defects found. The iob is calculating correctly. A 10 uniit bolus was programmed and delivered during investigation with a set duration of 4 hour. Iob depleted to zero in 4 hours. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient disregarding the iob calculation and taking full bolus).